Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant but before discharge one of the pacing leads had a rising threshold, it is suspected by the physician that this was due to a micro-dislodgement. During the revision procedure undersensing was observed. The lead was repositioned. No patient complications have been reported as a result of this event.